Manufacturer narrative:
E1; phone number (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal did not work when they pressed the button. They needed to make manual compression. There was no reported injury to the patient. The product was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no stent at or near the puncture site. Excessive force was not applied during insertion. The device will be returned for evaluation. Other procedural details were requested but were not provided.

Event description:
As reported, the 5f exoseal did not work when they pressed the button. They needed to make manual compression. There was no reported injury to the patient. The product was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no stent at or near the puncture site. Excessive force was not applied during insertion. The device will be returned for evaluation. Other procedural details were requested but were not provided.

Manufacturer narrative:
As reported, the 5f exoseal did not work when they pressed the button. They needed to make manual compression. There was no reported injury to the patient. The product was stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no stent at or near the puncture site. Excessive force was not applied during insertion. Other procedural details were requested but were not provided. A non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked. No other anomalies were observed during this analysis. Additionally, a cordis catheter sheath introducer (csi) was returned on the device. Exoseal functional testing was executed firstly, pulling the indicator wire to achieve the black/black position, and finally, with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation no signs of obstruction or any impediments were observed that could be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device. Functional analysis resulted in successful deployment of the device and no anomalies were noted in the assembly configuration. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.